Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Prior to hospitalization customer had received occlusion alarms. Customer was released the same day and was treated with intravenous fluids while in the hosp.